Event description:
The company was notified that the patient developed an infection. Surgery to explant the patient's device will be scheduled and the inner ear will be examined for presence of infection. Advanced bionics is in the process of gathering additional information.